Event description:
Medtronic received information that 30 months following the implant of this bioprosthetic valve, echocardiography revealed severe stenosis (aortic valve area 0.70 cm squared) and moderate regurgitation. Subsequently, the valve was explanted (after 31 months implant duration) and replaced. It was also reported that there were cuspal tears, stiffening and calcification of the valve. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue and mineralization extended on the inflow and outflow. A large tear in the right cusp appeared to be associated with restricted leaflet movement due to host tissue overgrowth on the left right inferior coaptive area. All commissures were intact. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp, extending along the tissue and base stitching of all cusps, into all inferior coaptive areas and 1 to 2 mm onto all cusps. Remnants of pannus were observed on the non-coronary left and left right stent posts and existing sewing ring on the outflow. Tan vegetative appearing host tissue was observed on the inflow and outflow of all cusps. Radiography showed mineralization in or adjacent to all cusps. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered patient related conditions. The appearance of the mineralization suggests possible healed endocarditis. (B)(4).